Manufacturer narrative:
The suspect device was not returned for evaluation. Based on the evaluation of the images provided by the customer,the proximal end of the guidewire exhibited tearing that resulted in exposure of the core wire. As the device was used, it is not known if this defect originated from manufacturing. It is possible that this defect originated from use. As a result, the true root cause is unknown. The root cause could not be determined. A search of the complaint database found no similar complaints. The product history review found one deviation. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Guide wire was damaged. No patient harm.